Event description:
A report was received that the patient was experiencing difficulty charging the ipg. An x-ray confirmed that the ipg had flipped in the pocket. The patient underwent a pocket revision was reportedly doing well following the procedure.